Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 12 pro / 2.9.1 / ios_26.

Event description:
It was reported that the pump's usb port was damaged and loose. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up and no additional information was received regarding the outcome of the event.